Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was hurting the patient under the ribs and ¿pulling¿ really hard since (B)(6) 2016; she could only sit up for 5-6 minutes and then had to lie down. The device was then explanted. Since the device was explanted on (B)(6) 2016, the patient continued to have rib soreness and she could not move or make a call. It was noted that the patient was scheduled to see the healthcare professional on (B)(6) 2016; the patient planned to bring the patient programmer and implantable neurostimulator recharger (insr) to the appointment. The reported symptoms of pain and ¿pulling¿ in the patient¿s ribs were considered a sudden change in therapy/symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.